Manufacturer narrative:
Case was originally received on 30nov2016, at the time this case was not reportable. Three follow up attempts were made over the following two months to gain more information, but no response was given. Case was closed on 01feb2017. Patient responded on 13mar2017 with new information causing this case to reopened and an MDR needed. This report was originally filed on 16march2017 on the test server. The account was approved and moved to the production server on 7august2017. I was informed to resubmit all previous files to the production server. Production account approval help desk ticket #(B)(4). Notification of moving files to production account help desk ticket #(B)(4). Please find the original submission (16march2017) from the test account. This file was renumbered to 3007093114-2017-00016 on this submission to prevent further confusion.

Event description:
Complaint received via email on 30nov2016: "I'm contacting you since you're the manufacturer of the visco supplement "orthovisc". A few months ago I received an injection of this visco supplement on my knee and I've developed, out of the blue, hives throughout my whole body that are barely manageable using antihistamines. I would like to ask for an email I should contact to enquire more about this product and my situation." Three attempts were made to gain more information. A response was received on 13march2017 with the following information: "hello. Thank you for contacting me back. I'm sorry for the late reply. The emails got sent to my spam folder and I thought I had been dismissed. In response to your earlier email: yes, I have seek medical treatment and I've undergone extensive testing. Right now, I'm still experiencing hives and therefore, I am taking daily anti-histamine medication to manage this condition. This adverse reaction happened less than 1 week after I got injected with orthovisc. I experienced a severe weakening of my immune system despite there being no regular or expected reason for it: did not get ill, food poisoning or had any change to my environment, diet or habits. Shortly after the itchiness had become aggravated and bumps were clear and common in my skin. I also noticed right after that first week that my skin wasn't healing as fast as it normally would. When I contacted you earlier I did so because I wanted to know what could have possible triggered this reaction, such as a trace component of the product, and what can be done to reverse it."